Event description:
X-ray images were received and reviewed by the manufacturer. The m106 generator was present in the patient¿s lower left chest. The generator was flipped over, supporting the allegation of patient manipulation of the device. The lead pin was assessed to be fully inserted past the connector block and the feedthrough wires were intact. The m304-20 lead was observed in the chest. Due to the imaged area of the x-ray (chest), strain relief and electrodes were unable to be assessed as the electrodes were out of frame. The lead is visibly twisted in multiple locations and there appears to be gross fractures at some points along the twisted portions of the lead. No portion of the lead appeared to be routed behind the generator. As previously noted, a portion of the lead and electrodes were out of frame of the images provided and could not be assessed. The x-rays support that the patient manipulated/twisted the lead which is most likely contributing to the cause of the high impedance. What appears to be a potential lead discontinuity/fracture was observed along the portion of the lead twisted in the patient¿s chest and could also potentially be contributing to the report high impedance. The presence of microfractures and/or other lead discontinuities cannot be ruled out in the portion of the lead that was not visible.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
Additional information received noting that the patient underwent the replacement surgery as their generator kept flipping. It is already known that the patient manipulated their device.

Event description:
Additional information obtained noting that the patient had twisted their lead.

Event description:
Patient presented with high lead impedance (8284 ohms) and low output current. The patients output current and pulse width were changed and the impedance lowered to 3245 ohms. The patients output current was then lowered to 0.5ma and system diagnostics then showed high lead impedance again. The patients device was then programmed off and the patient was referred for x-rays. The x-rays have not been reviewed by the manufacturer to date. The patients lead was noted to be twisted and kinked internally. Patients lead and generator were explanted. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.